Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.additional information in f10. Depuy still considers the investigation completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/1/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported immobility, two dislocations and weakness. There was a small crack in the calcar fixed with cerclage wirec during primary surgery when stem was being placed. Stem will be added to complaint for fracture. Revision surgical report noted metallosis, increased metal ions, but no staining and clear joint fluid. Metallosis and metal ions will not be added to complaint. Lab results for ions were less than 7 parts per billion and the surgeon reported no metallosis staining or fluid. Also noted during revision was taper corrosion and significant amount of synovitis. Medical records indicated recurrent dislocation, falls in 2000 and 2006, and leg length discrepancy. Part/lot updated. The complaint was updated on: dec 17, 2015.